Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there was a coupling problem. It was noted that the patient had been having the problem for about 1 month prior to this report. Bulky clothing appeared to be present. Patient was charging over clothing. Patient tried charging over skin and was only getting 2 coupling bars. It was noted that the patient lays in bed and charges and was not using a belt. An antenna locate feature was used and resolved the issue. Patient was seeing all coupling bars. Additional information received reported that the night prior to this report the patient was having trouble getting coupling boxes. It was noted that patient was helped the week prior to this report to get it working again. The recharger was failing consistently and had been for the month prior to this report. Patient had tried several locations over the implant but it had not helped. Patient does not move when recharging. The day prior to this report the patient was able to get 5 coupling bars but they dropped to 2 bars and then to 0 even though the patient had not moved. Patient had recently gained a little weight in her stomach but not in her butt. Patient moved antenna down an inch and was able to get 8 coupling boxes but they decreased to 6 boxes and then 2 boxes even though she had not moved. Patient had pain in her back due to not being able to charge the implantable neurostimulator (ins) since the recharger had been ¿failing.¿ it was also reported that the patient had fallen and tore a ligament in her foot. It was reported that the patient fell on (B)(6)-2013 and the coupling issues began on (B)(6)-2013. It was noted that the patient had surgery on her foot. Additional information received about two months later reported that the patient was having issues getting good coupling that started "about three months ago". The patient was still unable to get any coupling bars. The patient had charged the ins two days ago for 2 hours, the previous day for 2 hours, and for 15 minutes on the day of the report to no avail. The patient was able to move the antenna around and get 4-6 boxes, but that would only last a minute. The patient saw her doctor on (B)(6)-2013, but her doctor discharged her and said he would not need to keep up with her any further. The patient used the antenna locate feature which yielded results in the 50's. It was noted that the patient did not think the device had moved. Additional information received reported that the patient received assistance on (B)(6)-2013, and their concerns were resolved. It was also reported that the patient was still having concerns with their device or therapy and they were working with their company representative or doctor. It was stated that when the patient charges, she does not get enough bars. The patient was still having problems.